Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. Customer stated insulin pump had a picture of the insulin pump with an x over it and then an arrow pointing to an open book with a question. Customer also stated insulin pump screen was flashing white. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error (open book error) due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to critical pump error. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with missing serial number label. Device received with minor scratched display window, case and keypad overlay.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(4). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.